Event description:
The catheter was placed into a male patient in 2007, for the administration of medications. Ms04 and versed continuous infusions with hyperalimentation in the distal port until switched to proximal port at 10:25 pm. The catheter was inserted in the or at 11:00 am, distal port with pump beeping "occlusion below pump" at 5:00 pm and port flushed with heparin flush solution twice; distal port with pump beeping "occlusion below pump" at 10:25 pm and unable to flush port. IV fluids/meds switched to proximal port; 12:10 am the following day, proximal port IV pump beeping "occlusion below pump" and unable to flush port. Line discontinued and pivx2 placed until or that morning when new cvc placed. Precipitate was noted in the clear portions of the distal and proximal ports when catheter discontinued. Question of interaction between minocycline or rifampin and the hyperal, morphine or versed causing the catheter to occlude. This combination has been run in other non-coated catheters without problem.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the info provided, it is likely that the difficulty encountered was related to inefficient catheter maintenance. We do state in our instructions for use to prevent clotting or possibility of air embolus, the double-lumen's #2 lumen and the triple lumen's #2 and #3 lumens should be filled with saline solution or heparinized saline solution, depending on institutional protocol, prior to catheter introduction. Any unused lumens should be maintained with continuous saline or heparinized saline drip or locked with heparinized saline solution. Heparin-locked lumens should be reestablished at least every 8 hours. The lumens of the device are verified 100% to be open with the appropriate sized wire guide or mandril checker prior to further processing.